Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the system monitor only displayed +++ for estimated pump flow. The pump power went up to 14 watts and did not go down. After 2 hours, the pump stopped and was not able to start again, even after exchanging the system controller. The patient was reportedly stable. It was reported that weaning the patient and explanting the pump were already being considered prior to the event. The pump was explanted on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
The evaluation of the returned device revealed the presence of depositions consistent with a low flow situation. Upon disassembly of the returned device, examination of the sealed inflow and outflow conduits revealed depositions of fixed clotted blood as well as grainy, denatured blood in the inlet elbow. Depositions of soft, grainy denatured blood as well as hard denatured blood were found throughout the body of the pump, occluding the blood flow pathway through the inlet stator, outlet stator, and around the rotor. The hard depositions in the pump were strongly adhered to the blood-contacting surfaces. All of the observed depositions appeared to have developed as a result of poor surface washing due to a low flow situation or an interruption in flow through the pump; however, a specific cause for the interruption in flow could not be conclusively determined through this evaluation. The depositions found in the pump would have caused increased rotor drag, resulting in the reported sustained power elevations and cessation of the motor. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.